Event description:
It was reported that boston scientific technical services (ts) was contacted regarding high, out-of-range shock impedance measurements (>125 ohms) across multiple sensing vectors. Ts recommended performing thorough right ventricular (rv) lead testing, such as in-clinic provocative maneuvers and diagnostic imaging to assess the rv lead integrity. Additionally, commanded shock testing was discussed to determine the accurate impedance of a delivered shock. Remote monitoring options were also provided. Information has been requested regarding the specific lead and healthcare facility details, but a response has not yet been received. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that boston scientific technical services (ts) was contacted regarding high, out-of-range shock impedance measurements (>125 ohms) across multiple sensing vectors. Ts recommended performing thorough right ventricular (rv) lead testing, such as in-clinic provocative maneuvers and diagnostic imaging to assess the rv lead integrity. Additionally, commanded shock testing was discussed to determine the accurate impedance of a delivered shock. Remote monitoring options were also provided. It was recommended to perform a complete system integrity assessment, including commanded shock testing, but this has not yet occurred. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.